Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 19mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported the unit is measuring 92-94% when set at 100%. At 20 liters per minute (lpm,) the flow measures 96%. The customer was advised to replace the flow sensor assembly. The customer reported replacing the flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.